Manufacturer narrative:
Printed circuit board (pcb).

Event description:
The customer reported that when the ventilator alarmed, the facility remote alarm did not alarm. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's field service technician reported the remote alarm failed during testing. The service technician replaced the main pcb board to correct the reported problem. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications.